Event description:
The customer reported that the "speaker dropped out sporadically". It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.